Event description:
An aq2003v silicone three piece lens was returned torn in half with the pt info card attached. Add'l info was requested but none forthcoming. If further info is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Visual inspection of the returned product showed that half of the lens was torn off and a piece of the optic was torn off and missing. There was a reddish surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.